Event description:
A malfunction with a code of malf 12, related to a momentary power loss to the vibrator motor, was reported. There was no adverse impact on the customer's blood glucose level. Technical support provided pump reset information and assisted the customer in resetting the pump, after which the malfunction did not recur. The customer was advised to continue using the pump and to call back if the issue reappeared.